Event description:
It was reported that during a zmc orbital floor fracture, upon screw insertion, the heads of 3 screws broke off. The shaft of the screws remain in the patient. A total of 3 plates were implanted. The matrixmidface adaption plate with 20 holes was cut down to 6 holes. Five screws were inserted and 1 screw head broke off. The matrixmidface orbital rim plate with 12 holes was cut down to 9 or 10 holes. Approximately 8 screws were inserted and 2 screw heads broke off. The matrixmidface orbital floor plate with 9 holes, 2 screws were inserted and no broken screw heads were noticed. The surgeon believed there was stability in the plate and the procedure was completed. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Product development event evaluation reports that the sample was not received for inspection. Since the conditions and technique in which the device was used are not known, the complaint is considered indeterminate from a manufacturing perspective. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 2 of 3 for this complaint (B)(4).